Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis in a sealed biohazard bag and a shipping box. The reported rebar 18 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were damaged at the teardrop struts. No irregularities were noted outside the proximal marker. The marker coil was kinked at ~5.5cm to ~6.5cm from the distal tip. The pusher wire was kinked at ~12.0cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts were damaged at the teardrop strut, and the marker coil, and pusher wire were kinked on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported rebar 18 catheter against resistance. In this event, the root cause of the resistance complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has an inside diameter (ID) of 0.021 inches, as labeled. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke located at the left middle cerebral artery occlusion. It was noted that the patient's vessel tortuosity was minimal. An intravenous tissue plasminogen activator (IV tpa) was not contraindicated. The number of passes with the device was null. The stroke onset to reperfusion time was five hours (5hrs). It was reported that after the rebar microcatheter was in place, the solitaire fr stent could not be pushed into the microcatheter during delivery and encountered resistance at the proximal section of the catheter. The vessel was not tortuous. A stent from another manufacturer was then used instead and successfully delivered, completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. (B)(6) 2025 e1, (B)(6) (rep, hcp, for): additional information received reported continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to catheter after removal. (B)(6) 2025 e2, comm (rep, hcp, for): additional information received reported after the stent was replaced with a new one and the surgery was successfully completed. The surgeon believed that there was no problem with the catheter.